Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced lethargy, the cgm was reading 40 mg/dl and the blood glucose reading was 600 mg/dl. The patient self-treated with food for the cgm value of 40mg/dl prior to realizing the inaccuracy. Her husband called an ambulance due to the discrepancy and the patient starting to feel ¿worse¿. The paramedics arrived and treated the patient with IV saline and transported her to the hospital. While being observed at the hospital, she was treated with insulin until her bg levels came down. She was discharged a few hours later. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported. No additional patient or event information is available.